Manufacturer narrative:
Pump was received with pump error 68/49/23 after battery changed, high sleep current and pump error 75 during self test due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. The customer¿s blood glucose was 8.5 mmol/l. The customer reported that the battery last less than one week. Informed that customer was calling back after previously completing low battery troubleshooting. The insulin pump will be returned for analysis.